Manufacturer narrative:
The units of measure used for the tpsa and fpsa assays are ng/ml.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received questionable results for a total of 50 patient samples tested for total prostate-specific antigen (tpsa) and free prostate-specific antigen (fpsa) tested on an e601 analyzer. Data was provided for a total of three patient samples and of these three samples, two had erroneous results for tpsa and fpsa. The fpsa results were higher than the tpsa results. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The units of measure used for the tpsa and fpsa assays were asked for, but not provided. This medwatch will cover tpsa. Please refer to the medwatch with patient identifier b)(6) for information related to fpsa. The first sample resulted as 0.118 for fpsa and 0.005 for tpsa on (B)(6) 2015. The second sample resulted as 0.118 for fpsa and 0.010 for tpsa on (B)(6) 2015. The patients were not adversely affected. The e601 analyzer serial number was (B)(4). A specific root cause could not be determined based on the provided information. The patient samples were requested for investigation, but could not be provided.